Manufacturer narrative:
The adverse event reported describes an anticipated side effect according to the insightec IFU.the investigation for this event is still ongoing. If new details are recieved, this report will be updated.

Event description:
Patient underwent focused ultrasound treatment to treat essential tremor. Following the treatment, the patient experienced paresis.

Manufacturer narrative:
Treatment parameters were in line with the typical range. The system performance was found to be according to spec and as expected. No new risk has been recognized. The adverse event reported describes an anticipated side effect according to the insightec IFU.

Event description:
Patient underwent focused ultrasound treatment on the left side to treat essential tremor on the right hand. Immediately following the treatment, the patient experienced paresis.